Event description:
Report rec'd that nurse responded to pump alarm and found tubing had separated. Fluid wa being pumped onto the bed and the intravenous was noted to have blood backing up into the tubing. The nurse changed the intravenous tubing to resolve the problem and the intravenous site was unaffected. Minimal blood loss was reported. There was no report of pt harm.